Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer confirmed that the device was repaired by a third party service agent. The system controller pcb assembly was replaced to resolve the reported issue. After observing proper device operation, the device was returned to customer for use. The device nor the removed system controller pcb assembly, were returned to physio-control for an evaluation. The root cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, that it would not complete the boot-up process. There was no patient use associated with the reported event.